Event description:
Healthcare professional reported left side "shape disfiguration," pain, and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis noted crease fold, deformation, and red particles. The device weighed 297.51. Based on the device analysis the final assessment is: the unit is not rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "shape disfiguration," pain, and rupture. Device has been explanted.